Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was emitting a continuous high pitched noise while plugged into a power source and the pump was intermittently not charging. The customer was unable to interact with the pump and the touchscreen was frozen. There was no reported impact to the customer's blood glucose level. The customer did not have alternate therapy available, however further follow-up with tandem technical support was declined.